Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior cerebral artery (aca) using a penumbra system jet 7 reperfusion catheter (jet7) and a neuron max 6f 088 long sheath (neuron max). During the procedure, a single pass was made using the jet7, without a guidewire. Subsequently, the jet7 was removed from the neuron max and was found to be kinked. Therefore, the jet7 was removed. The procedure was completed using another jet7, a guidewire, and the same neuron max. There was no report of an adverse effect to the patient.